Event description:
The customer reported that the battery does not hold a charge. There was no reported adverse pt impact.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.